Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr and mitral stenosis were likely cascading effects of the reported tissue injury. The reported patient effects of mitral regurgitation, mitral stenosis, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. A xtw (lot: 40812a1076) and 2 nt (lot: 40925r1050, 40925r1061) mitraclips were placed successfully on the valve, reducing mr to grade 3. Mitral valve pressure gradient was 4mmhg. The next day (B)(6) 2025, the patient still had inability to wean off the ventilator or get extubated and needed pressure support. Additional investigation revealed severe recurrent mr and pressure gradient of 8mmhg. A posterior leaflet perforation was suspected. All three clips remained stable on the valve. A xt was placed medially and a nt placed laterally. After this, mr was still moderate to severe with a mr jet between two clips present. An amplatzer vascular plug ii was placed which reduced mr. The procedure ended with mr reduced to grade 3-4 with a gradient of 5mmhg. The patient was reported to be alive and stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.